Event description:
It was reported that the device inappropriately diagnosis vt for an atrioventricular nodal reentrant tachycardia. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.